Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported, "yesterday I was test driving a car with a salesman. While making conversation with him I mentioned that I worked down the road and he said that he had one of our devices in him and explained he had a hip replacement. He then went on to say that it was causing tendonitis and discomfort as a result.